Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. Upon arrival, the patient developed arrhythmias and suction events, prompting echocardiographic assessment per the instructions for use (IFU). Imaging suggested that the impella had migrated into the aortic valve apparatus and it was subsequently repositioned. Echocardiography also showed a small left ventricle, raising concern for right-sided heart failure an IFU noted condition associated with suction events. Interventionalists later determined that percutaneous revascularization carried excessive risk and transitioned the patient to palliative care. The impella was surgically explanted and the patient died immediately afterward. The patient subsequently expired.